Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The medical device lot #: 0027445, medical device expiration date: 2021-04-30, device manufacture date: 2020-02-26. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was clotting/micro clots/fibrin clots and erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: "veterinary customer has begun to use the 2ml edta purple tube, and reports that they have presented thrombocytopenia (low level of platelets), and platelet aggregation in all samples."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to platelet clumping were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/platelet clumping) because the defect was not evident in the testing of the complaint lot (retention) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of retain samples indicated that the edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with regards to erroneous results/platelet clumping. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was clotting/micro clots/fibrin clots and erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: "veterinary customer has begun to use the 2ml edta purple tube, and reports that they have presented thrombocytopenia (low level of platelets), and platelet aggregation in all samples."